Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette not attached error". There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Could not confirm customer complaint ¿cassette not attached error¿. Performed downstream occlusion test 3 times and unit passed all 3 tests. Also tested unit with various different cassettes and unit did not alarm. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing), unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.